Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a worsening of pd symptoms and a sudden onset of rigidity on his left side. The patient thought that it was due to a low battery so the device was recharged; the issue was not resolved. An impedance test was performed and resulted in c<(>&<)>11 having impedance values of 3276 ohms while 9<(>&<)>10 measured at 99 ohms. Impedances were tested again at a higher amp and resulted in 117 ohms and 112 ohms. The patient was redirected to the health care provider (hcp) for reprogramming.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer was going to see their neurologist on (B)(6) 2017 and they were anticipating having to do a lead revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient was scheduled for the lead revision on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was confirmed that the devices were not explanted. No other information was reported.

Manufacturer narrative:
This event is now reportable for serious injury. Section d information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va0670c, implanted: (B)(6) 2013, product type: lead. Product ID 3389s-40, lot# va0670c, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received from the rep reported that the implantable neurostimulator (ins) post operative impedances showed as follows. C<(>&<)>8 = 5235 ohms, c<(>&<)>9 = 5411, c<(>&<)>10 = 6982, c <(>&<)>11 = 8175, 8<(>&<)>9 = 4035, 8<(>&<)>10 = 5373, 8<(>&<)>11 = 6591, 9<(>&<)>11 = 5411, 10<(>&<)>11 = 5590, c<(>&<)>0 = 1717, c<(>&<)>1 = 1700, c<(>&<)>2 = 1442, c<(>&<)>3 = 1838, 0<(>&<)>1 = 1649, 0<(>&<)>2 = 2144, 0<(>&<)>3 = 2605, 1<(>&<)>2 = 2278, 2<(>&<)>3 = 1586. External neurostimulator intra-operative results were also taken which showed as follows. 0<(>&<)>1 = 5193 ohms, 0<(>&<)>2 = 6695, 0<(>&<)>3 = 7701, 1<(>&<)>2 = 5533, 1<(>&<)>3 = 6191, 2<(>&<)>3 = 6979. The healthcare provider (hcp) tested the impedances on date notified which showed the lead as being a problem, but there was no plan to replace the lead on date notified. No issue was seen with the left lead and no symptoms were alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.